Event description:
It was reported that an ilet user experienced repeated insulin occlusion alerts and alert 38 events that persisted across multiple supply changes with blood glucose readings reported as high on continuous glucose monitor (cgm) and fingerstick values up to 471 mg/dl, with successful dry runs but subsequent occlusions during use; tubing was able to be filled, alternative lot numbers for cartridge, connector, and infusion set were tried, and a device replacement and replacement supplies were arranged, with recommendations to rotate sites and to revert to backup therapy and contact a healthcare provider. Symptoms included thirst and tiredness associated with hyperglycemia. Outcomes included a delay to treatment or therapy while occlusions were addressed without medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed obstruction of flow associated with the connector/coupler, with deformation problems noted. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.